Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged a few hours after being implanted. As a result of the dislodgement the rv lead had slipped into the atrium and was detecting atrial fibrillation. The patient also reported receiving an inappropriate shock as well. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this rv lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.